Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: there was a periprosthetic fracture of the femur, which was fixed at the first stage with a dynamic condylar screw (dcs) system on (B)(6) 2012. After the breakage of the dcs system, revision was performed on (B)(6) 2013 with an antecurved femoral plate used with the cable system. In (B)(6) 2013, the antecurved plate broke because the patient fell the previous day. The patient was reoperated again in (B)(6) 2013 successfully. On the plate corrosion can be seen after 2 and a half months. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An evaluation was conducted and it states that the on (B)(6) 2012 a dsc system to stabilize a periprosthetic femur fracture was implanted. A revision surgery was needed because of the breakage of the dcs system on the (B)(6) 2013. The dcs system was replaced by the investigated lcp. As far as visible on the x-ray image, the plate was stabilized with several cerclages and several screws. According to the device report the breakage of the lcp was found on the (B)(6) 2013 because the patient fell the previous day. The revision surgery to remove the broken implant was performed on the (B)(6) 2013. Based on the topography of the fracture surface, the implant was subjected to moderate dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material with plenty of fatigue cracks on the upper side of the plate, then to a crack propagation and finally to the fatigue fracture of the lcp*. The plate could not resist the applied force which led to the material overload/fatigue failure. Corrosion was caused by micro-movements and a crevice situation both between the two plate fragments and between the plate and the screw heads. The fall of the patient may have caused the residual forced fracture. A failure resulting from either a material defect or the manufacturing process can be excluded. X-rays and sems: unknown date.